Event description:
Reporter recentely read an article about the product and wanted to give his account of what had happened to him. Reporter states that he began using renu in the summer of 2005 and experienced problems to include a whitish buildup inside his lid that gradually got bigger and bigger. He went to a doctor that couldn't explain what was going on. In january of 2006, he was prescribed an eye ointment that helped. Prior to this time he tried switching off containers and procedures but the symptoms prevailed. At one time the eyelid got very large and pus began to drain. It wasn't until the consumer switched products that his problems improved.